Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during urological procedure, the suture broke and an additional suture was used without issue. There was no patient injury.